Event description:
It was reported that facility has been experiencing inflation and sealing problems with use of multiple perc, shiley disposable cannula cuffed percutaneous tubes. The involved devices were in use approx twenty-four (24) hrs when the problems were detected, removed and replaced. Limited info has been rec'd. Multiple pts were involved with no reported pt injury. One of the involved devices is reportedly available to be returned to the MFR for ID, analysis and investigation. As the date of this report, the device has not been rec'd by the MFR.